Event description:
It was reported through the research article, ¿a tale of two centrifugal-flow ventricular assist devices as bridge to heart transplant,¿ that out of 226 patients with a heartmate 3 (hm3) lvas, 3% of patients studied experienced thrombosis while awaiting transplant. Additionally, 3 patients expired due to neurologic conditions, 6 expired due to cardiac events, 6 expired due to multiorgan failure, and 2 expired due to other unreported causes. 22 patients were delisted for transplant due to deterioration with no cause reported. The study noted that gastrointestinal bleeding may have occurred, but was not noted in the results. Associated mfrs: 2916596-2022-10906 covers the deaths in this event. 2916596-2022-10907 covers the injuries in this event.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the last date of the data collection article title: a tale of two centrifugal-flow ventricular assist devices as bridge to heart transplant. Authors: hazaim alwair, md, katherine whitehouse, mph, mark s. Slaughter, md, and jaimin r. Trivedi, mbbs, mph. Department of cardiovascular and thoracic surgery, university of louisville school of medicine, louisville, kentucky. Manufacturer's investigation conclusion: the reported thrombotic events could not be confirmed as no device was returned for evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established. The serial numbers of the heartmate 3 left ventricular assist systems associated with the reported event were not provided through the research article. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists pump thrombosis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also states that pump function will be compromised in the presence of inlet obstruction. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also lists and thromboembolism as a potential late postimplant complication. No further information provided. The manufacturer is closing the file on this event.